Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported that implant icon controller has doctors symbol, a telephone and a power on reset (p0r) error message and looks like battery depleted. The patient changed batteries, no change to programmer. A call was placed to rep and patient was advised to call doctor. The patients indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.